Event description:
It was reported that the patient experienced a burning sensation at the implantable neurostimulator site. No known accident or incident was related to the event. The patient was at home, and the patient status was reported as fair. The patient was placed on the schedule for revision. No details of the revision were reported. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).